Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted clockwise, consistent with torsional overload. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: revision lumbar fusion. It was reported that intra-op, the tip of driver sheared off. The tip was recovered and other driver was used. The product came in contact with the patient. No patient complications were reported as a result of the event.